Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, 85% stenosed, mid marginal coronary artery. A 3.00 x 28 mm xience xpedition stent implant was successfully deployed at 10 atmospheres (atm) and post-dilated with an unspecified balloon at 18 atm. Following post-dilatation, a proximal edge dissection was observed. Another xience xpedition stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.